Manufacturer narrative:
It was reported that a 57-year-old male patient with diagnosis of paroxysmal atrial fibrillation, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a smartablate¿ system rf generator (us) and suffered cerebrovascular accident. At the end of the case, char was noticed attached to the tip of the catheter. Caller reported the char was due to using incorrect 4mm catheter settings on the generator for an irrigated catheter. Following the case, the patient did not wake up. The stroke team was called in and it is unknown what kind of medical intervention was being provided to the patient. On post-procedure day 1, the patient was reported to be in stable condition but demonstrating symptoms of stroke. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome and physician causality opinion are also unknown. Device investigation details: the device investigation has been completed. It was determined there was no failure with the unit. The experienced issue (char) could be related to a user error. However, the root cause of the adverse event cannot be traced to device since a relationship between the user error and the adverse event could not be clearly established. A manufacture record evaluation (mre) could not be performed since no serial number was available for the unit, however, issue could not be attributed to manufacturing process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Importers ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient with diagnosis of paroxysmal atrial fibrillation, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a smartablate¿ system rf generator (us) and suffered cerebrovascular accident. The patient¿s baseline rhythm was sinus rhythm. The patient was placed under general anesthesia and was on xareleto. And was prepped and draped ion the usual sterile fashion. Both groins were infiltrated with 0.25% marcaine. Venous sheaths were placed in both femoral veins using the modified seldinger technique. In the right femoral vein, two 8 fr sheaths were placed. In the left femoral vein, a 9 fr sheath and an 8 fr sheath were placed. Vascular ultrasound and micropunture kit were also used. The patient was then given a bolus of intravenous heparin. Via left femoral vein, a biosense cs bidirectional catheter was placed in the coronary sinus for left atrial pacing and recording. Via the left femoral vein, a biosense soundstar intracardiac echocardiography catheter was placed in a right atrium for visualization right atrium, left atrium, interatrial septum, right ventricle, left ventricle, and pulmonary veins. Preparations were then made for the transseptal punctures. The patient was given a bolus of intravenous heparin. One of the 8 fr sheath in the right femoral vein was exchanged for an sl1 sheath over a long guidewire. The sl1 sheath was then placed in the superior vena cava (svc). The long guidewire was removed. A baylis radiofrequency needle was then inserted into the sl1 sheath. Using intracardiac echocardiography and fluoroscopy, a transseptal puncture was performed in the usual fashion. The sl1 sheath was then positioned in the left atrium. Bright red blood was aspirated from the sheath. The long guidewire was inserted into the sl1 sheath out of the left superior pulmonary vein (lspv). The sl1 sheath was then exchanged for an sjm agillis deflectable sheath over a long guidewire. The agilis sheath was then positioned in the la. Bright red blood was aspirated from the sheath. It was then attached to continuous heparinized saline flush. The 2nd 8 fr sheath in the right femoral vein was changed to an sl1 sheath. A long guidewire and a 2nd transseptal puncture were performed. This time the sl1 sheath remained positioned in the la. Bright blood was aspirated from the sheath and it was then attached to continuous heparinized saline flush. The patient was then given a second bolus of intravenous heparin to keep the activated clotting time (act) above 350s. The stsf catheter was placed in the la via de agilis sheath. A 25mm lasso nav catheter was placed in the la via the sl1 sheath. Fam of the la and pulmonary veins was created. The patient did have a CT image of the la and this was used as a road map to guide created on left atrium pulmonary geometry. Contours of la and pulmonary veins were also taken. Esophageal probe was placed for esophageal temperature monitoring. Rf lesions were delivered around both pulmonary veins. Complete electric isolation was achieved. A 30 min waiting period was begun. The patient was placed on IV isuprel during the waiting. There was no evidence of any tachyarrhythmias. The procedure was completed. The patient given a bolus of IV protamine. The sheaths and catheters were removed. At the end of the case, char was noticed attached to the tip of the catheter. Caller reported the char was due to using incorrect 4mm catheter settings on the generator for an irrigated catheter. Following the case, the patient did not wake up. The stroke team was called in and it is unknown what kind of medical intervention was being provided to the patient. On post-procedure day 1, the patient was reported to be in stable condition but demonstrating symptoms of stroke. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome and physician causality opinion are also unknown. Left lower extremity findings: color duplex evaluation of the left lower extremity shows no evidence of deep vein thrombosis as evidenced by normal compression, flow and augmentation. Color duplex evaluation of the left lower extremity shows no evidence of superficial vein thrombosis as evidenced by normal compression of the vessels. On july 23, 2020, during an internal review it was decided to report the adverse event under the smartablate¿ system rf generator (us) since the contribution of the clinical user error (incorrect catheter setting selection) to the patient consequence cannot be excluded. The event captured under biosense webster inc.'s reference number (B)(4) has two reports: manufacture report number # 2029046-2018-02136 for product code d134805 (thermocool® smart touch® sf uni-directional navigation catheter). Importer report for product code unk_smartablate generator (smartablate¿ system rf generator (us)).